Event description:
A medtronic representative reported assisting in the equipment set-up for a revision ear, nose & throat (ent) procedure on (B)(6) 2013. The medtronic representative talked the site through registration, the surgeon verified navigation was accurate and confirmed being satisfied with the registration. Navigational accuracy was checked throughout the procedure and remained accurate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome, or product problems, reported at the finish of the case. There was no allegation against the medtronic navigation system. The product performed as it should. On (B)(6) 2014, it was reported to the same medtronic representative that there had been a cerebrospinal fluid leak (csf) as a result of the case on (B)(6) 2013. It was reported that the patient had remained in the hospital since the date of that initial surgery. The surgeon had performed two procedures to correct the csf leak; both were unsuccessful. It was reported the patient underwent a frontal lobe craniotomy on (B)(6) 2014 to correct the issue. There were no further details or patient status provided. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fusion navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient identifier and weight were not made available from the site. Medtronic representative not made aware of the allegation of a malfunction until 16 days after the reported procedure. A medtronic representative, following-up at the site, reported there was a successful surgery completed on (B)(6) 2014 using the same system. The system has performed properly at all times during use. No allegation of deficiency. On (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed. System functioning to protocol. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fusion navigation system. There is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event.